Event description:
It was reported that the customer's insulin pump makes a rattle noise during vibration. Customer's blood glucose level at the time 138mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with loud vibration during self-test due to adhesive bond not adhering on vibrator motor. The insulin pump was received with minor scratches on display window, cracked case on the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.